Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that all of the impedances were greater than 4,000 ohms after the patient underwent treatment for kidney stones. The possible use and guidelines of lithotripsy was discussed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).